Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device . The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced a loss of consciousness and self-treated with insulin (dose/type unknown). An ambulance was called and a healthcare professional (hcp) injected insulin (dose/type unknown). A healthcare meter result of 300 was obtained post hcp treatment. There was no report of death or permanent impairment associated with this event.